Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via patient support program with additional information received from another consumer, concerns a female patient of unknown age and origin born in (B)(6). The medical history included lactose allergy since the patient was a baby, resulting in five followed convulsions and hospitalization for one week; sleepiness, leg pain and weight decrease which diagnosis was diabetes; fever episodes, throat infection, vomiting with dehydration. The concomitant medication included unspecified medication in case of throat pain or cough. The patient received human insulin nph (humulin n) via syringe, unknown dose, each morning, unknown route of administration, indicated for treatment of diabetes, beginning on unspecified date. On unspecified date, unknown time after starting human insulin nph, the patient started to experience blood glucose high. On unspecified date, the patient started to receive human insulin nph via humapen luxura hd (batch number 1012g01). On unknown date, after starting human insulin nph, unknown if during use of syringe or humapen luxura hd, the blood glucose of patient remained high reaching the value of 581 (unit not provided). The event of blood glucose high reaching 581 was considered serious due to medically significant reason by the company. The patient visited a physician, who prescribed insulin lispro (humalog lispro) via humapen luxura burgundy (batch number 1207b03) when the blood glucose was high, unknown dose, frequency, route of administration beginning on unknown date. On unknown date, the patient experienced diabetes uncontrolled. In (B)(6) 2014, the patient returned to physician, who changed the prescription of insulin lispro to 2iu at 12pm and 2iu at 7pm before dinner beyond to switch the human insulin nph to insulin glargine (lantus). In (B)(6) 2014, the patient discontinued insulin lispro via humapen luxura burgundy and started insulin lispro via disposable pen (humalog lispro kwikpen). On unknown date, the patient received insulin glargine via humapen luxura hd during one week and the patient experienced increased blood glucose. According to reporter, the physician said that this episode of increased blood glucose was due to the patient administered insulin glargine via humapen luxura hd. Because of it, the patient started to receive insulin glargine via syringe. It was unclear if the patient was receiving insulin lispro via humapen luxura burgundy or via disposable pen, when the blood glucose increased. On unspecified dates, unknown time after starting insulin lispro, the patient experienced hypoglycemia with tremor when she did not eat at the correct time. In these hypoglycemia episodes, the values of blood glucose were 70, 78 and 59 (unit not provided). It was unclear if the patient was receiving lispro insulin via humapen luxura burgundy or disposable pen, when she experienced hypoglycemia. According to reporter, the physician stated that hypoglycemia was due to inadequate diet (the patient did not eat rice and beans), because the patient did not eat at correct time. The patient has not recovered from diabetes uncontrolled. Information regarding outcome of blood glucose increased and hypoglycemia was not provided. Treatment with insulin lispro and insulin glargine was unknown. It was unknown who operated the device but the operator was a trained user. The humapen luxura hd was used for approximately seven months, but it was unknown how long the patient had used humapen luxura burgundy and humalog lispro kwikpen. The return of humapen luxura hd and humapen luxura burgundy was expected, and if devices are returned, evaluation will be performed to determine if a malfunction has occurred. The return of humalog lispro kwikpen was not expected. The reporter consumers did not provide any opinion of relatedness. Edit (B)(4) 2013: upon review, unlocked case for car review, no new information added. Update (B)(4) 2014: additional information received from another consumer on (B)(4) 2014 and from call center on (B)(4) 2014. Updated the insulin lispro unknown formulation to insulin lispro cartridge, updated the human insulin nph to suspect product; added medical history; laboratory exams; three suspect devices; insulin lispro kwikpen as suspect drug; serious event of blood glucose increased and non-serious event of hypoglycemia; insulin glargine as suspect product. Updated narrative and corresponding fields. Update (B)(4) 2014. Edit made to add medwatch fields.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 15jul2014 in the field. No further follow up is planned. Evaluation summary: a consumer reported that a female patient experienced high blood glucose levels while using a humapen luxura hd device. She used lantus insulin with her humapen luxura hd device for a week. Investigation of the returned device (batch 1012g01, manufactured december 2010) found that device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. All humapen luxura devices are assessed for injection screw travel at the end of manufacturing line, thus ensuring dose accuracy. A complaint history review of batch 1012g01, in conjunction with batch threshold review, did not identify any atypical trends with regard to dose accuracy. However, the complaint narrative does not suggest a device malfunction but rather a medication error. Another manufacturer's insulin was used in the patient's humapen luxura hd device while clearly contraindicated in the humapen luxura hd user manual which states: humapen luxura hd is for use only with lilly insulin (humalog or humulin) 3 ml cartridges. Do not use other brands of insulin cartridges, and before each injection, read the cartridge label and be sure the pen contains the correct humalog or humulin 3 ml insulin cartridge. There is evidence of improper use. The patient used a non-lilly insulin cartridge in their humapen luxura hd device. This may be relevant to the complaint of hyperglycemia.

Event description:
This solicited case, reported by a consumer via patient support program with additional information received from another consumer, concerns a female patient of unknown age and origin born in 2004. The medical history included lactose allergy since the patient was a baby, resulting in five followed convulsions and hospitalization for one week; sleepiness, leg pain and weight decrease which diagnosis was diabetes; fever episodes, throat infection, vomiting with dehydration. The concomitant medication included unspecified medication in case of throat pain or cough. The patient received human insulin nph (humulin n) via syringe, unknown dose, each morning, unknown route of administration, indicated for treatment of diabetes, beginning on unspecified date. On unspecified date, unknown time after starting human insulin nph, the patient started to experience blood glucose high. On unspecified date, the patient started to receive human insulin nph via humapen luxura hd (batch number 1012g01). On unknown date, after starting human insulin nph, unknown if during use of syringe or humapen luxura hd, the blood glucose of patient remained high reaching the value of 581 (unit not provided). The event of blood glucose high reaching 581 was considered serious due to medically significant reason by the company. The patient visited a physician, who prescribed insulin lispro (humalog lispro) via humapen luxura burgundy (batch number 1207b03) when the blood glucose was high, unknown dose, frequency, route of administration beginning on unknown date. On unknown date, the patient experienced diabetes uncontrolled. In (B)(6) 2014, the patient returned to physician, who changed the prescription of insulin lispro to 2iu at 12pm and 2iu at 7pm before dinner beyond to switch the human insulin nph to insulin glargine (lantus). In (B)(6)2014, the patient discontinued insulin lispro via humapen luxura burgundy and started insulin lispro via disposable pen (humalog lispro kwikpen). On unknown date, the patient received insulin glargine via humapen luxura hd during one week and the patient experienced increased blood glucose. According to reporter, the physician said that this episode of increased blood glucose was due to the patient administered insulin glargine via humapen luxura hd. Because of it, the patient started to receive insulin glargine via syringe. It was unclear if the patient was receiving insulin lispro via humapen luxura burgundy or via disposable pen, when the blood glucose increased. On unspecified dates, unknown time after starting insulin lispro, the patient experienced hypoglycemia with tremor when she did not eat at the correct time. In these hypoglycemia episodes the values of blood glucose were 70, 78 and 59 (unit not provided). It was unclear if the patient was receiving lispro insulin via humapen luxura burgundy or disposable pen, when she experienced hypoglycemia. According to reporter, the physician stated that hypoglycemia was due to inadequate diet (the patient did not eat rice and beans), because the patient did not eat at correct time. The patient has not recovered from diabetes uncontrolled. Information regarding outcome of blood glucose increased and hypoglycemia was not provided. Treatment with insulin lispro and insulin glargine was unknown. It was unknown who operated the device but the operator was a trained user. The humapen luxura hd was used for approximately seven months, but it was unknown how long the patient had used humapen luxura burgundy and humalog lispro kwikpen. The return of humapen luxura hd and humapen luxura burgundy was expected, and if devices are returned, evaluation will be performed to determine if a malfunction has occurred. The return of humalog lispro kwikpen was not expected. The humapen luxura hd was returned on (B)(6) 2014, and no malfunction was found. The reporter consumers did not provide any opinion of relatedness. Edit (B)(6) 2013: upon review, unlocked case for "car" review, no new information added. Update (B)(6) 2014: additional information received from another consumer on (B)(6) 2014 and from call center on (B)(6) 2014. Updated the insulin lispro unknown formulation to insulin lispro cartridge, updated the human insulin nph to suspect product; added medical history; laboratory exams; three suspect devices; insulin lispro kwikpen as suspect drug; serious event of blood glucose increased and non-serious event of hypoglycemia; insulin glargine as suspect product. Updated narrative and corresponding fields. Update (B)(6) 2014. Edit made to add medwatch fields. Update (B)(6) 2014: additional information received on (B)(6) 2014 from the global product complaint database added the return date of the device. Update (B)(6) 2014: additional information received on (B)(6) 2014 from the global product complaint database added the device specific safety summary and manufactured date; updated the malfunction field to no; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.